Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of shield loose / off was not confirmed upon inspection of the photos. The returned photos show a used sample where the needle cap has been detached from the tether foil end and the cannula was exposed. The reported defect could not be clearly observed in the supplied sample photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2356133.

Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula the safety shield got disconnected from the needle. The following information was provided by the initial reporter: verbatim: while doing IV canulation , vps 18 g canula was being used and the safty shield got disconnected from the needle. Where it was suppose to cover the needle and give nsi safety.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula the safety shield got disconnected from the needle. The following information was provided by the initial reporter: verbatim: while doing IV canulation , vps 18 g canula was being used and the safty shield got disconnected from the needle. Where it was suppose to cover the needle and give nsi safety.